Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose level event on (B)(6) 2017. The customer had a low blood glucose level of 51 mg/dl. The customer's current blood glucose level was 145 mg/dl. The customer treated with food and glucose tablets. The customer declined troubleshooting for the low blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor the sensor functioned properly.